Manufacturer narrative:
(B)(4). Date sent to FDA: 01/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 01/14/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. In (B)(6) 2019, the patient experienced pain in the pelvic area and on the inside of the left leg and had raises in the nates, buttocks and down the back of the left leg. The patient could feel the mesh in her vagina and gynecological examination showed a small portion of mesh erosion on the right side. Between (B)(6) 2020 and (B)(6) 2020, the patient was referred to a pain clinic due to neuropathic pain after obturator mesh implant. The doctor opined the pain is probably caused by the mesh on the left side that has affected the nerve ischiadicus and there is an injury which causes pain even if the mesh were to be removed. Pain treatment was given, but in (B)(6) 2020, the patient continued to experience pain and mesh erosion on the right side with tenderness in the pelvic muscles. The patient requested surgery and in (B)(6) 2020 underwent loosening of the mesh, mucosa trimmed and closed. The patient was given antibiotics. Additional information will be requested.